Event description:
Device delivered inappropriate shock for noise on the rv lead (B)(6) 2013, never delivered inappropriate shock(s) afterward. Device explanted at the patient's request today. Upon explant, lead exhibited exposed conductor wire. The lead fracture location is directly under device where it was wrapped. This system was explanted at the patient's request and thie deviced was given to the patient.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. Should additional relevant information or the device itself become available, the investigation will be updated.